Manufacturer narrative:
The lens heat shield/holder from the dental light has a three prong locking mechanism which locks the lens heat shield/cover into place. The lens heat shield/cover has to be removed by the end user when cleaning the lens or replacing the halogen bulb during routine operator maintenance. The installation instructions, use and care instructions, and labeling clearly state to ensure the lens heat shield/holder is properly secure by snapping the part back into place. Marus initiated a recall on (B)(6) 2011 to add a tether to the lens heat shield/cover to keep it from falling off the dental light if it is not re-installed properly. The FDA closed this recall on (B)(6) 2012 (please reference FDA recall (B)(4). Marus notified the distributor of the recall while the recall was open. The distributor responded back to marus and acknowledged the recall but apparently the distributor did not install the tether kit at this one particular dental practice. After following back up with the dentist on (B)(6) 2016, the dental practice informed marus the tether was now installed on the dental light and is working without any problems.

Event description:
A dental professional was performing routine medical treatment to a patient when the lens heat shield/holder fell off the dental light and hit the patient on the nose. There were no injuries reported.